Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the return of patient incontinence as a result of poor tissue and atrophy. The aus cuff, pump, and balloon was explanted and replaced with a new 5.0cm aus cuff, pump, and balloon. There were no further patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of incontinence is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, "recurrent incontinence" and "atrophy" are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the return of patient incontinence as a result of poor tissue and atrophy. The aus cuff, pump, and balloon was explanted and replaced with a new 5.0cm aus cuff, pump, and balloon. There were no further patient complications.